Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump errors. The blood glucose level was 6.5 mmol/l at the time of incident. Customer stated that they were able to clear the alarm but unable to complete rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, self test and unexpected restart error alarm test. No unexpected restart error and external ram crc error alarm anomalies noted.